Manufacturer narrative:
H6 fdc code and h7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient had been having trouble with the recharger that charged their implanted neurostimulator. Patient noted the controller battery got really hot and they had to reset the controller even though it was fully charged or at least 70%. Patient noted they would go to charge their stimulator and the piece that they put on their back started getting warm. It happened on the 14th and 15th or 22nd and everything worked fine but when patient went to charge the other night it literally told them the same thing so patient had to pop the battery out and put it back in. The battery was really hot. Patient was starting to charge what was in their back and it got so hot and it burnt them. Patient took it off and it gave them an orange thing. Patient then was itching in that area because it was hot and then all of a sudden they came away with wetness. Patient said it was not blood but it ended up burning them and gave them a blister. Patient had their dad look at it and they popped it because they were itching. An email was sent to the repair department to replace the device. Patient called the manufacturing representative on monday.

Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.